Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the femoral slap hammer fractured during a procedure. No foreign material was retained in the patient, and there were no reported health impacts or consequences to the patient. Due diligence is in progress for this complaint; no additional information or product has been received at the time of this report.

Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the lot number of the device is currently unknown. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.